Event description:
Synergy china registry it was reported that coronary atherosclerotic cardiopathy occurred. In july 2020, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion #1 was located in the middle left anterior descending (lad) artery with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent system. Following post dilatation, residual stenosis was 0%. Six days later, the subject was discharged on aspirin and ticagrelor. In february 2023, the subject was diagnosed with coronary atherosclerotic cardiopathy and hospitalized on the same day for further evaluation and treatment of the event. Medication was given to treat the event. Three days later, the event was considered to be recovered/ resolved and on the same day, the subject was discharged on aspirin and ticagrelor.